Event description:
It was reported to adac that the mlc shapes (and presumably block shapes) for the two control points set up for the open and wedge portions of the motor wedge beam are not linked leading to the potential for an error in dose distribution for minimally wedged fields. No injuries were reported as a result of this event.